Event description:
The recipient has not been using his audioprocessor for 6 months as the skin began to open up. It appears the device is extruding out of the wound and skin. Physician visited the recipient and recommended an emergency revision surgery. The user was to be seen on (B)(6) 2023 but did not make it to the appointment due to other medical issues. The appointment has tentatively been rescheduled for (B)(6) 2024.